Event description:
In 2006 a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. While the contralateral gate was being cannulated the trunk-ipsilateral leg component was inadvertently pushed 1cm proximally, partially covering both renal arteries. A final angiogram revealed adequate blood through both renal arteries, therefore the physician chose to adopt a wait and watch approach. Later that evening the patient experienced symptoms of renal function decline and was brought back to surgery for an open repair. The gore devices were explanted and discarded. The patient tolerated both procedures.